Event description:
On (B)(6) 2015, a patient received a pvs23 in aortic position. In (B)(6) 2019, the manufacturer was informed the patient had high aortic gradients (66mmhg) and has been put under anticoagulation therapy. The patient was under observation waiting for further treatment. Additional information received confirmed that the patient degraded very quickly reaching 20% of ejection fraction; the patient went into cardiac arrest and passed away the day before having a tavi (late (B)(6) 2019, exact date unknown). The surgeons suspect a rapid thrombosis of the valve, although this has not been yet confirmed. The valve has not been explanted. Based on the information received, the mean gradient was 17mmhg in 2017, 15mmhg in 2018. Furthermore, during the review of the documentation received, it was identified that the patient experienced an atrio-ventricular block on postoperative day 4, which required the implant of a pacemaker on (B)(6) 2015.